Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a representative regarding a patient in the (b)(6 who was receiving compounded baclofen with a concentration of 1000 mcg/ml at a dose of 120 mcg/day via an implantable pump. The lot number and concomitant medications were not obtainable. It was reported that a catheter change occurred on (B)(6) 2016 and the reason was not provided. Also during this procedure, the pump would not disconnect as it would not come off from the pump section of the catheter. This was also reported as a pump disconnection issue. Excessive force was required to remove the catheter. The issue was reported as resolved at the time of the report. The pump remains implanted and in-service. No surgical intervention occurred nor was planned. At this time, the time of the report, there was no report of patient symptoms and the patient's status was reported as alive-no injury. The reason/cause for the catheter change, diagnostic testing and/or troubleshooting prior to the catheter changed, model/serial of the catheter involved, patient symptoms, indication for use, patient outcome, and product status were not reported. These have all been requested but were not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
On 2016-03-17 additional information was received from the representative who reported that the catheter replacement was warranted, no specified issue, but the patient was not receiving good therapy. Although it was also reported that it was unknown if the patient experienced symptoms prior to the catheter change. The date or details were not known but it was thought that a dye study was performed. The catheter was an 8780, not believed to be a sutureless connector, but the serial remained unknown. The patient did not experience symptoms a result of the difficulty removing the catheter from the pump. The catheter was damaged as a result of the removal difficulty. The catheter was cut off and the silicone hub connecting the catheter to the pump removed. The patient was implanted with a whole new catheter. The indication for use of the implanted system was spasticity. The patient was thought have been now receiving effective therapy. The explanted catheter would not be returned; reason not provided.